Manufacturer narrative:
Concomitant: product ID 3487a-56, lot# va048dn, implanted: 2013-(B)(6), product type lead, product ID 3487a-56, lot# va048dn, implanted: 2013-(B)(6), product type lead, product ID 37746, serial# (B)(4), product type programmer, patient. Product ID 37754, serial# (B)(4), product type recharger, product ID 3708220, serial# (B)(4), implanted: 2013-(B)(6), product type extension, product ID 3708220, serial# (B)(4), implanted: 2013-(B)(6), product type extension, product ID 3888-33, lot# va00p29, implanted: 2013-(B)(6), product type lead, product ID 3888-33, lot# va00p29, implanted: 2013-(B)(6), product type lead, (B)(4).

Event description:
The patient had to turn the stimulation a little higher, from 4v to 6v. The impedance measurements were checked and were greater than 10,000 ohms with electrode 11. The device was programmed around electrode 11 and good stimulation was obtained at a lower voltage. The patient was happy with the stimulation and doing fine. No additional information was known at this time.